Event description:
A malfunction alarm occurred without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue recurred, which was acknowledged and understood by the customer.